Event description:
It was reported the patient had a recent body scan and the carelink transmission showed the device had an electrical reset. Recommended device replacement, as there is an internal circuit problem. Could be the result of an internal short during high voltage charging or delivery, or a high voltage external shock that the patient had received. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that on (B)(6) 2010 the device recorded a vdd monitor and vreg monitor por (power on reset). Analysis determined that during normal operation on (B)(6) 2010 an event caused a transient high current condition on voltage regulated supply for analog and digital circuits, resulting in a momentary decrease in regulated supply voltage. The glitch detection circuit initiated a power on reset firmware operation. These power on resets are power supply rated and tech service recommended the device be removed. (B)(4) the device was returned and analyzed. Primary analysis finding: firmware error message/code. On (B)(6) 2010, during normal operation an event caused a transient high current condition on the voltage regulated supply for the analog and digital circuits, resulting in a momentary decrease in regulated supply voltage. The glitch detection circuit initiated a power on reset firmware operation. Normal battery depletion was also noted.